Event description:
Customer's family member states the driver arms are slipping and moving even when in the lock position. Customer's family member indicated they believe this may be causing the problems they have been having with air bubbles appearing through-out the tubing. Device returned and analyzed. Pump passed functional testing and occlusion test. Driver arms and leadscrew functioned properly.